Event description:
The customer was hospitalized for low bgs. The customer experienced weakness, blurry vision, and sweating. The doctor could not determine the cause of low bgs. However, the customer might have taken too much insulin at one point.